Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated and the front panel display disappears due to a board failure. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Approximately 7 years and 4 months have passed since the device was manufactured. Omsc surmised that the reported phenomenon occurred since the pressure sensor of the circuit board of the subject device was broken due to aging degradation.

Event description:
Olympus medical systems corp. (Omsc) was informed that during unspecified timing, the main circuit board of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.